Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headache, dry mouth, pharyngeal discomfort and ent (ear, nose, throat) cancer. The patient underwent surgery and radiation therapy in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, headache, dry mouth, pharyngeal discomfort and ent (ear, nose, throat) cancer. The patient underwent surgery and radiation therapy in response to the reported event that are related to CPAP device's sound abatement foam. The patient alleged that reporting event of headaches, dry mouth, left pharyngeal discomfort, ent cancer, followed by surgery for removal of cervical lymph nodes and radiation therapy were reviewd by the manufacturer's clinical expert. This events are assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that there is a dark unknown dust like contaminate was observed outside of the top and bottom enclosures, ui panel, rear panel, control dial, keypad. A dark unknown contaminate was observed inside the top and bottom enclosures, sd cover and accessory module flip doors, ui panel, and p4 power connector. A white powder-like substance was observed on the air inlet of the blower box, blower, bottom/sides of blower box. A dark hairlike/fabric inside the ui panel. Liquid ingress was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was also unable to address the patient's symptoms specified. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections d8, d9, g3, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-17802-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to life-threatening (previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.